Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited a rise in shock impedance measurements to approximately 90 ohms. The patient was brought back in clinic to test the defibrillation system. No noise was observed with pocket manipulation and isometrics. A 21 joule shock was delivered, which failed to convert the patient. A subsequent 31 joule shock did successfully convert the patient, but the physician was reportedly unhappy with the device's 20.2 second charge time during this shock. Additionally, when reviewing device data, a clinician noted that some daily measurements appeared to be missing.

Manufacturer narrative:
A revision procedure was performed during which this rv lead was surgically capped and abandoned, and the patient's ICD was electively replaced due to the long charge time and age of the device. While the pocket was open, the physician confirmed that all rv connections were secure. The physician reportedly believed that the patient would be safer with a lower shock impedance rv lead and a device with shorter charge times. This event will be updated if any additional information becomes available. Subsequently, this explanted device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a review of device memory noted charge times of over 20 seconds and shock impedance measurements of up to 89 ohms. The device was returned in a middle of life (mol) battery status, with a battery monitoring voltage of 2.59 v. A visual inspection of the device noted no anomalies. The device was subjected to a series of automated diagnostic tests that verified normal pacing, sensing and shocking functions. Final analysis concluded that this device was operating within specification. This event will be updated if any additional information becomes available.